Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient experienced headache, muscle fatigue, and sharp pain in back near incision when stimulation was on. All issues were resolved when the stimulation was off. All components were explanted and will not be returned per hospital policy.